Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 10tx40x136x-act carotid stent was successfully implanted in the carotid artery on (B)(6) 2024. On (B)(6) 2025 during a transcatheter aortic valve replacement (tavr) procedure, the x-act stent was noted to be broken. The patient had no symptoms as a result of the broken stent and there was no treatment performed due to the broken stent. There was no adverse patient effect and no clinically significant delay reported in the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. A cine was received and reviewed by an abbott vascular clinical specialist. The still image provided very clearly confirmed the reported event and that there is a malfunction seen with the exact carotid stent. The stent is indeed broken; however, a probable cause cannot be determined via the media provided and it is unclear as to when this malfunction occurred. Possible factors that may contribute to stent breaks/fractures include, but are not limited to, processing and/or handling in manufacturing, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.